Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump alarmed with multiple low battery alarms in the past and two on the day of call. One low battery alarm occurred in the morning and another at night. The patient's blood glucose at the time of incident is unknown. The customer cleaned the battery compartment and battery cap, but the pump then alarmed with low reservoir despite the reservoir being half-full of insulin. No products were returned or replaced as of yet, but the customer desires a replacement pump.

Manufacturer narrative:
The pump was received with operating currents within specification and passed the self-test, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. The power management tool confirmed the pump error 25 and low battery alarms were triggered when backup battery unloaded voltage was less than 3.7 volts for 240 consecutive minutes. The detailed trace confirmed that the root cause was the non-sleep anomaly software error. The pump was received with minor scratches on the display window and case.